Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. There was a microcatheter returned along with the subject stent. The reported lot number for the stent and the microcatheter were confirmed. During visual inspection, there was a kink noted at 38cm from the proximal end of the microcatheter. During functional test, the returned microcatheter was flushed, and a patency mandrel was advanced where friction was experienced at the location of the kink. The patency mandrel was unable to be advanced beyond 128cm from the proximal end. The microcatheter was cut at the distal 23mm tip and there was a prematurely deployed stent. There was some deformation noted to the stent and the distal tip of the stent delivery wire was fractured and kinked. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It is probable that the device was damaged during advancement through the kinked microcatheter causing the reported difficulty to advance or pull back the stent. An assignable cause of caused by other will be assigned to the reported and to the analyzed events as the investigation found that the damaged microcatheter is the probable cause for the reported event.

Event description:
The stent (subject device) was returned for analysis and the device investigation revealed that the subject stent deployed prematurely during use and the stent delivery wire was broken/fractured during the procedure. No clinical consequences were reported to the patient due to this event.